Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the defective video scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the e226 scope communication error code when connected to the ch-s200-xz-eb camera. It was reported that the error code was caused by a faulty video scope socket. The video scope socket was replaced and the issue was resolved. It was also reported that internally and externally, the unit was in good condition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the visera elite ii video system center received an e226 scope communication error code. The issue was found during preparation for use. There were no reports of delays or patient harm.